Event description:
This complaint is now reportable based on device analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) the device leaked after inflation. The 99% stenosed target lesion was located in the mid left anterior descending artery (lad). A 2.0x15mm maverick 2 balloon catheter was advanced to the lesion but when the balloon was inflated a leak was noted. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is good. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: there was solidified contrast in the balloon and inflation lumen. The balloon was deflated, as-received. The hypotube was separated 36.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The device could not be functionally tested because the inflation lumen was not intact due to the hypotube separation. The reported balloon leak could not be confirmed. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).